Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument issues; controls were within range for this wl. Hologic product applications specialist (pas) reviewed logs and agreed with ts's findings. Pas concluded the sample was likely of low-target concentration, but there could have been sample-mishandling between retests. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4) using assay lot 275888 on panther plus instrument sn (B)(4) which had a discrepant sample. Customer was running known positive and negative samples, but one of the negative samples tested positive with an rlu of 700. The sample was re-aliquoted for retest and resulted negative on the second run.